Manufacturer narrative:
The investigation for this device is not yet complete. An update will be provided once the investigation has been completed.

Event description:
The customer reported that the implant failed. No other information was provided.